Event description:
A complaint was received from a customer stating that their meter was ot working - the meter would not turn on. While on the phone, a system review was conducted. Batteries were reinserted and the meter powered on. It was learned, however, that segments were missing. A request was made to return the meter and a replacement was provided.